Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). During a procedure, the account said that the esu continued to activate, resulting in necrosis of tissue in the bowel. The patient will have to undergo an additional surgery to address the issue. Note: the generator was distributed by our parent company to a hospital in another country.

Manufacturer narrative:
The involved esu was evaluated. The chronological file of the unit's use was checked and there was no indication of continuous activation from the generator. The inspection/testing also included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the generator. No anomalies were found in a device history records (DHR) review for the unit. In conclusion, there was no problem found that would have caused or contributed to the event. No trends have been identified with this situation. Erbe USA is now closing this event.